Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-04522. It was reported that the patient presented at the hospital for evaluation of possible loss of capture. It was observed that loss of capture at any output, decreased sensing and a high pacing impedance was observed on the atrial lead. Increased capture thresholds were observed on the right ventricular lead. Programming changes were made to increase atrial sensitivity and increase ventricular output. Programming changes to ventricular output allowed a resumption of capture by the ventricular lead. Although it was initially speculated the leads had moved from their original position, only right atrial lead dislodgement was confirmed through testing. The cardiologist opted to program off the atrial channel and leave the atrial lead implanted for now, thereby using the system as a single chamber system. The patient was stable.